Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-30 investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received five unopened units. Initial visual observation of the units revealed that all components were present and intact. Prior to testing, the units were inspected for the actuator being pushed through the septum and no defects were found. The units were tested for leakage beyond the septum and no leakage was observed. The units were then dissected to microscopically inspect the septum. No damage or tearing of the septum was observed. Since the units were found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the blood control feature does not activate. The following information was provided by the initial reporter: it was reported that the anti-reflux valve does not activate when using the catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter the blood control feature does not activate. The following information was provided by the initial reporter: it was reported that the anti-reflux valve does not activate when using the catheter.